Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient stated that their stimulator stopped working so they were requesting a list of physicians for a replacement. There were no patient symptoms reported and no complications reported.